Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device substantiated the reported product experience as it was found that both cuffs successfully captured the needles during needle deployment; however, the rail suture end broke at the swage end of the posterior needle tip when retracting the needle plunger to retrieve the suture. Because the suture could not be retrieved due to a suture break, the knot would not form to advance to the arterial surface to close the vessel. A suture break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. Besides being detached at the swage end of the posterior needle tip, there was no damage on the suture surface to suggest that it might have been dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a suture break. Every suture-to-tip assembly is proof loaded and every suture is inspected for proper assembly during manufacturing. During lab testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions, which could have contributed to a suture break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the suture to break. During testing, the plunger was inserted and retracted successfully, but when closing the lever to park the foot, it was found that the guide broke and the guide tube remained intact. This observation is consistent with post-procedure shipping/mishandling damage; therefore, not considered a failure mode of the device. Based on the reported information and the investigation, the probable cause for the suture break at the swage end of the posterior needle tip could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. No manufacturing or quality deficiency was detected.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, during plunger removal, the suture broke. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was not provided.